Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found plasma build up on tip. Fse replaced tip clamp and lld spring on position #3 and verified the repair. The instrument was tested without further problem and was returned to expected operation.